Manufacturer narrative:
A field service technician (fst) went onsite and confirmed the reported issue. The user interface (ui) assembly was advised to be replaced but the customer declined repairs. The customer declined repairs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporer information: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dim. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the screen was dim. The screen was dim even when the screen brightness setting was set to 5. The investigation is ongoing.